Event description:
On (B)(6) 2011 increased of right ventricular threshold lead to 0.8 at 2 v. (B)(6) , france. Prof. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).